Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified septa material inside the rv is1 tip and rv is1 ring set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, the physician could not remove the lead from the header of the device. After much difficulty, physician was able to pull the lead out of device. Patient's condition was stable post-procedure.